Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report a current issue with his/her oasys for astigmatism brand contact lenses. During that telephone conversation with the pt he/she reported a diagnosis of corneal ulcer in the left eye. The pt reports a two week wear schedule and does not sleep in the lenses. The suspect lens was discarded. On (B)(6) 2017 a call was placed to the pts treating eye care provider¿s office (ecp) and a representative provided the following information: the pt was seen on (B)(6) 2017 and diagnosed with a corneal ulcer located between 12 and 1o¿clock; pts va os was 20/40 with glasses, unsure if this was a shift in the va as this was the first time the pt was seen by the ecp; pt prescribed zymaxid q1 hour os while awake, bacitracin ointment at bedtime until follow-up exam on (B)(6) 2017. Pt was seen for follow-up visit on (B)(6) 2017, ulcer looking better, feeling better; zymaxid decreased to q 3h, bacitracin ointment at bedtime. On (B)(6) 2017 the pt was seen for a follow-up visit, ulcer looking better, feeling better; zymaxid decreased to tid; bacitracin ointment at bedtime. On (B)(6) 2017 the pt returned for an additional follow-up visit and advised to continue meds until (B)(6) 2017, then discontinue and to stop lens wear for another 2 weeks; the ecp noted a scar on the cornea between 12 and 1 o¿clock. No additional medical information was received and no additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00m0sq was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.